Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary user informed patient was not on the cabinet. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient¿s data remained uninterrupted on the pyxis server. A technical support specialist (tss) confirmed that nurse was unable to find the patient ID on station. After a few hours, the user attempted again and was successfully on the station. The fse dialed into the station and confirmed that there were no recent errors. The most recent error was recorded and automatically resolved within a minute. The customer acknowledged that the issue might have been due to a temporary glitch or user error. The system functioned as intended after the technical support specialist troubleshot the device.